Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Subsequently, it was reported that the pump time was incorrect after the pump was reset. Reportedly, the customer corrected the pump time to resolve the issue. The customer's blood glucose level was 300 mg/dl.